Manufacturer narrative:
The associated legion ii ps high flexion insert was not returned for evaluation. A clinical evaluation noted that there have been multiple unsuccessful attempts to obtain supporting clinical/medical documentation. No relevant supporting clinical information has been provided to assist with a clinical investigation, and there is no report of the patient's current condition. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. A review of complaint history on the list part revealed no additional complaints for this failure mode. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. No further actions are being taken at this time. We consider this investigation closed. Should additional information be received, the complaint will be reopened.

Event description:
Patient stated that 6 weeks ago she was rotating on her knee and felt a "pop" and has had increased knee pain since. Patient pshf poly(71453214-size 3/4 11mm) had disassociated from the tibial baseplate or spit out. The patient had a 61 bmi. The tibia locking mechanism looked undamaged and a pshf sixe 3/4 15mm was implanted.